Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger, UDI: (B)(4) h2 correction: please note that the product ID captured above has been updated from 97755-s to 97755 at this time based on additional review. H6: please note that conclusion code d14 has been replaced with code d01 at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had overheating during a recharge section in the antenna part. No contributing factors were noted. The controller was reset, but the problem still persisted. No actions were taken. The issue was not resolved at the time of the report. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID neu_rtm_unknown serial# unknown: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown: h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Rtm information confirmed. Cause of the overheating recharger was not determined, but error system problem rm03 was present as well. The controller was reset several times, but the problem still persisted. The distributor is currently in the area managing a change of the recharger soon. The heating was located at the connection of the cord and coild/donut. The quality of the recharging was good/excellent. Information confirmed with the physician.